Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Siemens is investigating the issue.

Event description:
Discordant calcium_2 concentrated (ca_2c) results were obtained on an advia 2400 chemistry system (serial number: (B)(4) using advia chemistry ca_2c reagent (lot number: unknown). No patient data was provided by the customer. It is unknown if the discordant results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca_2c results.

Manufacturer narrative:
Siemens filed the initial MDR on 12-dec-2022. Additional information (24-jan-2023): siemens healthcare diagnostics further investigated the issue. Quality control (qc) data was not provided for this event, however a levy-jennings qc chart was provided which showed evidence of imprecision with qc recovery. A siemens customer service engineer (cse) was dispatched to investigate. The cse performed preventative maintenance (pm) on the instrument. The cse replaced the seals on the sampling pumps, the reagent wash pumps (rwp), the sample probe wash pump (scp), and the dilution probe wash pump (dcp). The cse also flushed the sample probe and the aspirate pathways on the washing units, aligned all probe heights to reaction cuvettes, and adjusted the mixer 2 height. Post service, the cse ran a precision study for calcium_2 concentrated (ca_2c) which recovered acceptably. The cause of the discordant results is consistent with instrument related causes. Siemens concluded that the cause of the event is consistent with instrument related causes and no reagent-related malfunction with the advia chemistry ca_2c reagent was observed. Sections d1, d2, d4, g1 contact office - manufacturing site, g4, and h6 were updated based on the additional information. The system is performing according to specifications. No further evaluation of this device is required.